Event description:
I am writing to you in regards to serious issues I have experienced with my depuy pinnacle hips. I underwent right and left hip replacements in 2006-2007, respectively. For the past several years I have suffered from pain and limited mobility. My doctor determined that my hips had failed and that I needed to undergo replacements ¿ which I did in 2020. I also discovered that I have been suffering from ¿metallosis¿ from the hip components wearing on each other. I understand there has been litigation surrounding the same hip products that I had and that (B)(4) resolved many of those claims. I am writing to request that (B)(4) open a claim and review and fairly resolve this matter. Upon your request, I am prepared to submit relevant medical records. I have also had the hips preserved by a medical storage facility if it is helpful to inspect them. I look forward to your acknowledgment and response. Doi: 2006-07. Dor: 2020. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.